Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt was taken via ems to the hospital and the physician prescribed the pt to end use. Device evaluation was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date and usage of device: monitor (B)(4): 09/2012 - reuse, electrode belt (B)(4): 02/2013 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).

Event description:
A united states distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event. Motion artifact contributed to the false detection. The pt was at home at the time of the event. The pt was conscious and walking in her living room at the time of the event. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The pt was taken via ems to the hospital and the physician prescribed the pt to end use.